Manufacturer narrative:
G4:31mar2021. B4:05apr2021. There was no patient involvement, the issue was discovered during testing of the device. The field service engineer confirmed the reported problem and replace the front bezel assembly to resolve the issue. The system fully met specifications after repair and was returned to use. The part has not been received for failure investigation. It was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the customer cannot make setting changes via the navigation ring and it is affecting the ability to make setting changes via the touchscreen as well. The device was not in use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) is scheduled to be dispatched to the customer site to provide additional assistance.